Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain,"), back pain ("severe back pain"), abnormal weight gain ("abnormal weight gain"), menstrual disorder ("abnormal menses"), anxiety ("anxiety"), migraine ("migraines,") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, abnormal weight gain, menstrual disorder, anxiety and procedural pain was resolving. The reporter considered abdominal pain, abnormal weight gain, anxiety, back pain, genital haemorrhage, menstrual disorder, migraine, pelvic pain and procedural pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a devic related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's concurrent conditions included overweight, urination difficulty, polymenorrhea, dysfunctional uterine bleeding, allergic reaction to analgesics and kidney stones since 2004. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain,"), dysmenorrhoea ("dysmenorrhea (cramping);"), back pain ("severe back pain"), abnormal weight gain ("abnormal weight gain"), menstrual disorder ("abnormal menses"), anxiety ("anxiety"), migraine ("migraines,"), procedural pain ("painful post-operative recovery"), headache ("headaches;"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), bladder disorder ("bladder or urinary problems or changes;"), urinary tract disorder ("bladder or urinary problems or changes;"), nausea ("nausea;"), tooth disorder ("dental problems") and abdominal pain lower ("lower abdominal pain/ cramping"). The patient was treated with naproxen, citalopram hydrobromide (celexa), surgery (underwent a laparoscopic hysterectomy and bilateral salpingectomy), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, abnormal weight gain, menstrual disorder, anxiety and procedural pain was resolving, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, headache, urinary tract infection, depression, fatigue, bladder disorder, urinary tract disorder, nausea and tooth disorder outcome was unknown and the genital haemorrhage, abdominal pain, migraine and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, procedural pain, tooth disorder, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure removal procedure:: during hysterectomy, bladder fused with uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, urinary tract infection, depression, nausea, bladder disorder, urinary tract disorder, headache, tooth disorder, dysmenorrhoea, fatigue, abdominal pain lower, device monitoring procedure not performed were added. Previously reported event ¿genital haemorrhage, abdominal pain, migraine¿ outcome, reporter and patient demographic information, other relevant history updated. Incident: no lot number or sample available for investigation. There is no evidence that a devic related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.